Manufacturer narrative:
Based on the claim against the product by the customer noting the 30 degree endoscope plus had no movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus instrument was analyzed and the reported complaint was confirmed. Failure analysis found a missing camera instrument adapter (aea) retaining ring or screws. The technician also found shaft mechanical damage, desiccant container damage or loose desiccant balls, severe damage on the cable jacket in zone b, damage on the laser marking on the housing, and button mechanical damage. The transmittance test also failed. The endoscope housing was found to have discoloration. The complaint regarding the 30 degree endoscope plus had no movement was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the endoscope was found with a missing camera instrument adapter (aea) component. A missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the 30 degree endoscope plus had no movement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided and obtained the following: due to the hospital's privacy policy the hospital does not provide patient demographics nor any relevant tests and patient history.